Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify battery out limit alarm and motor error alarm due to blank display. Device had scratched display window. Unit had corroded motor home switch. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 247 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.